Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant to treat a left atrial appendage (laa) using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had an anterior chicken wing anatomy. Transseptal access was inferior and mid. The patient's left atrial pressure was 14 mmhg. Heparin was administered. The occluder was implanted. No effusion was noted after implant or on transthoracic echocardiogram (tte) prior to discharge. On (B)(6) 2025 the patient presented with chest pain and shortness of breath. The patient returned to the hospital and a tte showed a large cardiac tamponade. A pericardiocentesis was performed with 850ml of liquid drained. A drain was left in and the patient was admitted overnight for monitoring. The following day the patient was stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of shortness of breath, chest pain, large cardiac tamponade and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported chest pain and shortness of breath appear to be a cascading effect of the cardiac tamponade. However, the cause of the pericardial effusion and cardiac tamponade could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as pericardiocentesis was performed and the patient was admitted overnight for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.